Event description:
It was reported that the ventilator had o2 concentration issues. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle units in the gas modules were replaced. No goods have been received for investigation, despite several reminders. The reported failure mode was confirmed in the received device logs. We could trace back the reported problem to the (B)(6) 2020, therefore the date of event was determined as (B)(6) 2020. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer ref. #: (B)(4).